Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, initially a robotic laparoscopic colectomy converted to an open colectomy, while being applied for the anastomosis of colon, the devices were used, surgeon utilized the first stapler but expressed concern as to not being educated on the operation. The second device the surgeon claimed that there was an intraoperative anastomotic leak and incomplete staple line. In order to resolve the issue, surgeon had to over sew staple line with suture to ensure tissue apposition/reinforcement. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.